Event description:
(B)(4) study. It was reported that stable angina occurred. In april 2009, the patient's qualifying condition was identified as silent ischemia and underwent cardiac catheterization which revealed a lesion located in the proximal right coronary (rca) artery with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and direct stent placement using a 3.00x32mm study stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the patient presented due to stable angina and was hospitalized on the same day. Non target vessel revascularization was performed to 1st obtuse marginal branch. The patient was discharged the following day. The patient was recovering and the event was resolving at the time of this report.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).